Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® ctad blood collection tube was broken at the cup, and split on all the side. Customer¿s verbatim: ¿ ctad tube discovered broken during sampling, the tube began to fill and then the filling stopped suddenly. After studying the tube, we found that it was broken at the cup. And split on all the side. The tube was removed without taking pictures. But in the same storage drawer were found 4 broken tubes or simply cracked with evaporated anticoagulant. We did not find any debris inside all these tubes nor in the corks. The debris could not be outside because the degraded part was completely surrounded by the cap. ¿

Event description:
It was reported that a bd vacutainer® ctad blood collection tube was broken at the cup, and split on all the side. Customer¿s verbatim: ¿ ctad tube discovered broken during sampling, the tube began to fill and then the filling stopped suddenly. After studying the tube, we found that it was broken at the cup. And split on all the side. The tube was removed without taking pictures. But in the same storage drawer were found 4 broken tubes or simply cracked with evaporated anticoagulant. See photos. We did not find any debris inside all these tubes nor in the corks. The debris could not be outside because the degraded part was completely surrounded by the cap."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.